Event description:
It was reported that the error code of l3-018 has been coming up in the "sample mode." The physician was unable to complete the procedure due to blue cable error code. There have been no pt consequences reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the blue cable was bent at the lemo connector and caused the l3-018 error code. To correct the customer complaint, the analysis site replaced the blue cable. The safety latch was replaced due to it was bent, and the e-clip was replaced due to it was damaged during disassembly. The device history record has been reviewed, and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.